Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: a black box review show power on reset event on (B)(6) 2013. The time and date was not accurately set at start of investigation. Investigators did not perform pump rewind, load, and prime with no alarms. Pump was not exercised for 24 hours due to unresponsive keypad. The battery cap was not returned with the pump. Power loss was not duplicated. The test battery cap was unable to tighten due to battery compartment crack, the o-ring was visible. The display lens was scratched and the keypad symbols were worn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display lens was scratched. This report is made based on results of investigation completed on (B)(6) 2013.